Manufacturer narrative:
UDI #: (B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Implant date: if implanted, give date: not applicable as the cartridge is not implantable. Explant date: if explanted, give date: not applicable as the cartridge is not implantable or explantable initial reporter: name of the initial reporter was not provided/unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of a 1mtec30 cartridge broke off in the patient's eye when the surgeon implanted a lens, model zcb00. The surgeon was able to remove the piece from the eye using forceps. There was no vitrectomy, incision enlargement, or patient injury. No further information provided.

Manufacturer narrative:
Visual inspection was not performed as the cartridge has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the cartridge was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.